Manufacturer narrative:
(B)(4). Final analysis of the lead revealed no significant anomaly and that the lead body conductor wires were crushed.

Event description:
It was reported that there was lead migration and a replacement was done. It was noted that diagnostic testing included x-rays. It was reported that two leads had been implanted and one of them ¿was misplaced around 10 mm.¿ it was noted that the surgeon reported that the guide-wire of the electrode was bent during implantation. On (B)(6) 2013, the electrode was replaced by another one in surgery. It was reported that the lead may not only have been ¿misplaced¿ but also damaged. It was noted that there were no patient symptoms associated with the event and the patient status was no injury.